Manufacturer narrative:
User facility (uf) report # 3400300000-2020-00005 was received on 09nov2020. Section d4, h4: controller serial number was inadvertently reported as (B)(6) in the initial report. The serial number of the affected controller is unknown and therefore manufacture and expiration dates are unknown. Multiple attempts were made to obtain device information from the customer regarding the event; however, no additional information was provided. Manufacturer's investigation conclusion: the reported event of both ¿collars¿ on the system controller power cables being cracked was not confirmed. The system controller was not returned for evaluation. Multiple requests were made to obtain additional information (including the serial number of the system controller and if the controller will be returned to for evaluation); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate ii instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate ii patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate ii patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
User facility (uf) report # (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
User facility medwatch report received that states the patient had a clinic visit on (B)(6) 2020. It was noted that both collars of the patient¿s power leads were cracked and the controller was replaced.